Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor expired prematurely. A review of the share logs was performed and the allegation was not confirmed. The probable cause could not be determined. The reported event of a premature transmitter expiration is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.